Event description:
It was reported following an angio procedure the customer attempted to save images to a dvd and thus realized the pt exam was lost. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The software was installed during the svc call. The system was tested and found to be working as intended and put back into svc.